Event description:
The patient underwent an outpatient procedure for left heart catheterization. The procedure included selective epicardial coronary cineangiography, left heart catheterization, left ventriculogram, right anterior oblique projection and a right femoral angiogram with mynx closure device (collagen plug) deployment. The patient tolerated the procedure well without any major complications. The right groin was free from hematoma or gross ecchymosis. The patient's vital signs were stable and the patient was discharged home from the outpatient recovery area on that same day.the next day, it was reported, that the patient complained of some right groin pain extending all the way up to the right subcostal area and the right abdomen. She reported that she felt something "pop" in this area. She was transported to the emergency department via ambulance. Upon arriving to the ed, the patient's condition rapidly declined as she developed diaphoresis and shock requiring intubation and central line placement. She was hypotensive and required pressors. She was emergently taken to the operating room for retroperitoneal exploration for repair of the site of the arterial bleed. There were aggressive resuscitation measures performed. The surgeon identified a hole in the femoral artery on the lateral posterior surface just directly under the inguinal ligament, which was repaired. There was diffuse oozing throughout the retroperitoneum in which the definitive bleeding source could not be definitely identified, but clearly was not coming from the iliac artery or vein. There was no device seen by the surgeon at the femoral injury site or elsewhere within the body cavity during the surgery. Due to the patient's deteriorating condition, the retroperitoneum was packed, surgically closed, and the patient was transported immediately to the ICU for further resuscitation. Approximately 5-6 hours post-operatively, the patient subsequently coded three times in the ICU with CPR, acls, and defibrillation. During the final code, the patient went into asystole without any return of spontaneous vital signs and death was pronounced by the md.